Manufacturer narrative:
The reported complaint is confirmed. Gross visual examination of the returned sample identified delaminations on the polyurethane potting on both ends of the returned dialyzer, which could result in the reported leak. The delaminations manifested as separations of the polyurethane from the dialyzer housing (wall). The delaminations in the potting extended under the silicone o-rings. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with ogden fmcna provided adapter and blood port caps. The fibers were wet with no indication of blood exposure within the fiber bundle. During visual examination, the investigator did not note any cracks, damage, or other irregularities on the molded polycarbonate components. The o-ring was seated properly, no debris was noted under or over the o-ring seal, and no other irregularities were noted on the o-ring seals; both screw flanges were engaged properly. The dialyzer was subjected to a destructive disassembly to better visually examine the dialyzer. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids in which no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.